Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR reports: 1627487-2013-18564, 18565. The pt underwent a procedure for a trial scs system. During the procedure, the pt experienced effective stimulation. Postoperative, the pt only had stimulation in her left leg. Surgical intervention was again undertaken and the physician added an additional lead.